Event description:
The customer reported hemoglobin (hgb) blank shift errors on the unicel dxh 800 cellular analysis system. The customer ran the hgb blank verification procedure twice and it passed. The customer stopped using the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the hemoglobin (hgb) chamber was cloudy due to a film inside the chamber. The fse replaced the hgb chamber, which resolved the hgb blank shift errors. The repairs were verified per established procedures. (B)(4).